Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The customer reported that they are having problems of thread breakage with optilene 6/0. Specifically, a patient with leriche syndrome was operated of aortobifemoral bypass, mesenteric reimplantation, distal bypass on (B)(6) 2020. The thread broke during surgery twice without justifiable cause. Hours after the surgery, the patient had to be re-operated because of sudden bleeding, with serious vital risk, due to the breakage of the suture thread. The surgeons observed that the thread was undone, broken and frayed/splitting. Patient outcome is good.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured(B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received (B)(4) closed samples from the customer of this code-batch to analyze this case. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.39 kgf in average and 0.36 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). Also, we have tested the linear pull tensile strength of the samples received and the results are: 0.54 kgf in average and 0.53 kgf in minimum, and these results are correct and usual values for this thread and size. There are no european pharmacopoeia and united states pharmacopeia limits for this test. Sewing test on artificial skin tissue has been conducted with the samples received and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance of the samples tested before and after performing this test is the usual one (see enclosed picture). Additionally, needle attachment strength test has been conducted on the closed samples received in order to discard a faulty needle-attachment during manufacturing process, but the results fulfill the requirements of the european pharmacopoeia (ep): 0.34 kgf in average and 0.208 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Reviewed the batch manufacturing record of this product, there were two incidences but it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.